Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was apart of a revision due to an infection. It was noted that during the explant of the electrode tissue ingrowth was seen at the distal portion of the lead. No additional adverse patient effects were reported.